Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), rash ("rash/skin condition"), skin disorder ("skin condition"), psoriasis ("d gestate psoriasis"), vaginal discharge ("bladder/urinary problems -vaginal discharge"), fatigue ("fatigue") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the allergy to metals, rash, skin disorder, psoriasis, vaginal discharge, fatigue, tooth disorder, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psoriasis, rash, skin disorder, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for allergy,d gestate psoriasis previously reported essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: essure confirmation test (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received :previously added "injury nos" was replaced with "dysmenorrhea", events- "pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, rash,skin condition, nickel allergy ,d gestate psoriasis, vaginal discharge, fatigue, dental problems., hormonal changes, weight gain", lab data, reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.